Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the findings are as follows: the probe was broken around the outer pipe. The broken surface of the probe reveals that the breakage started at the cracked area of the probe. A piece of metal was found in the middle of the grasping section, but not at the same location as the probe fracture. The coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, a likely mechanism which caused the reported event (broken probe) is as follows: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during the spark generation. 3) a force to the grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe and the error occurred. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets stuck to tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ this supplemental report includes a correction to d4 from the initial medwatch. An update has been made to d9 and h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the physician was about two hours in, had not been using the device a lot, and completing a therapeutic laparoscopic nephrectomy when the thunderbeat 5 mm, 35 cm, front-actuated grip type s, used in conjunction with esg 400 and usg 400, made a noise when it was pressed to fire, indicating that it was not working. The physician tried to fire it again, but it made the same noise. The device was pulled back and into the port where the bottom jaw fell off into the patient. The fallen piece was retrieved using another laparoscopic instrument. The procedure was completed with a similar device without further incident. There were no reports of a misdiagnosis, further medical intervention, and additional trauma to the patient. The device was inspected prior to use without any issues noted. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.